Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with mesh implanted anterior repair, vaginal hysterectomy, cystoscopy; due to pop/sui, cystocele. The patient underwent mesh removal and rectocele repair on (B)(6) 2013 due to protrusion of mesh causing dyspareunia, bleeding, and infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.